Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The autocal valve was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device displayed a "runtime calibration failure - 1051" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.